Event description:
Patient with very long segment (13cm) dysplastic barrett's esophagus. Very narrow upper segment of esophagus containing dysplastic tissue not treated at first rfa session. No complications at first session. Two months later ((B) (6) 2008), proximal diseased tissue (untreated) persisted as expected. Using a 28mm catheter, physician attempted to treat narrowed area, holding catheter in place during inflation. They noted a mucosal injury in that narrowed area, placed endoscopic clips, and acquired a CT scan. No fluid extravasation, but some air noted at clipping site (micro-perforation). Patient was admitted, made npo, given antibiotics, and a CT repeated on day 4, which was normal. Patient discharged to home in stable condition on (B) (6) 2008.